Event description:
A report was received that during use, the catheter had a rip on the sleeving. The report stated the product problem happened on this pt with four devices from the same lot. There was no report of pt injury, medical intervention or adverse event. Ballard medical has no first had knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.